Event description:
Philips received a complaint from customer, reporting that the v60 ventilator with a display that was out. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer reported that the display was out, and requested the part ID for a replacement user interface (ui) assembly with nav-ring. The customer was provided with the part ID. The philips remote service engineer involved with the event determined that the issue was due to a failure related to the user interface (ui) assembly. The repair for this device could not be conducted at this time due to a back order status of the part needed for correction. The material ordered, user interface (ui) assembly, aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.